Event description:
It was reported that a patient underwent a inguinal hernia repair procedure on (B)(6) 2026 and suture was used. During the procedure, needle was bent and soft and the tensile strength of suture was compromised leading to breakage leading to delay in replacing another suture and delay in surgery. The event occurred during inguinal hernia repair case (intra-op). No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? ¿ how long, in minutes, did the surgery prolong? ¿ which tissue was being sutured when the event occurred? ¿ was additional dissection required in other organs/tissues other than the target tissue? ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). 1. No 2. 30-40 mins 3. Fascia 4. No. 5. No. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional h11: list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## no *** was there a significant delay? ## yes *** how long was the delay (minutes)? ## *** if available, provide the product order number (po). ## ***.